Event description:
Event description cpi received information that pre-implant interrogation of this implantable cardioverter defibrillator (ICD) produced a device fault message and an eol battery status warning.